Event description:
The customer reported that her blood glucose reach 30 mmol/l (541 mg/dl) after about two days of wearing the pod on her abdomen. There was a kink in the cannula when the device was removed.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported kinked cannula or to determined if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.